Event description:
It was reported that a malfunction occurred with the insulin pump, showing malfunction code 16-0x20e6. There was no reported impact on the customer¿s blood glucose level, and information about specific levels was not available. The customer had already reset the pump, and a decision was made to replace it. The customer was informed of the replacement process, and instructions were provided for returning the faulty pump to tandem, with a new pump being sent under warranty. There is no information on what backup therapy the customer would use.